Manufacturer narrative:
Evaluation is not possible, as the device will not be returned. The part and lot number were not provided making an examination of the manufacturing records prohibitive. The investigation was limited to the information provided. This investigation could not draw any conclusions about the reported event with the limited clinical details provided.

Event description:
It was reported that after surgery the patient had a right shoulder rotator cuff rupture. The event was treated with a revision surgery.